Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Fracture analysis confirmed that the device was fractured, however much the surface of the fracture with damage that occurred after the fracture so no additional conclusions could be drawn. Material analysis confirmed that the device was manufactured according to print. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). Report source: user facility report was received reporting this event. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left index finger proximal phalanx fracture repair procedure, the drill bit fractured off into the patient's bone. The fractured drill bit was left in the patient's bone, as it was believed that it would cause more damage to remove it and the surgeon believed it would not lead to further issues at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.